Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was revised approximately 4 years later due to dislocation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: cat#650-1162 lot# 2018021933 delta cer fem hd 32/0mm t1, cat# 51-145130 lot# 6209866 tprlc xr mp t1 pps 13x111mm, cat# 010000996 lot# 6263545 g7 screw 6.5mm x 15mm, cat# 010001000 lot# 6219960 g7 screw 6.5mm x 35mm, cat# 010001000 lot# 6245599 g7 screw 6.5mm x 35mm, cat# 110010262 lot# 6312347 g7 osseoti multihole 48mm c. G2: foreign: japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.